Event description:
It was reported that multiple motor stalls and recoveries occurred from before (B)(6) 2013 through (B)(6) 2013. The patient was seen by the healthcare provider (hcp) on (B)(6) 2013 and the pump was still stalled. The pump was replaced later that month. The patient experienced increased spasticity and appeared uncomfortable. The device system was used to deliver baclofen 2000mcg/ml at 205mcg/day.

Manufacturer narrative:
(B)(4).